Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported there was a synchromed ii issue; 0 ml was found inside the reservoir, but 19.5 ml was expected. The event date was (B)(6) 2019. The patient had a fever and sweat. The patient was currently being monitored at the hospital. Troubleshooting, actions taken, and contributing factors were unknown. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional information indicated the pump was replaced on (B)(6) 2019 and would be returned. Additional information was received. The event had resolved. The physician didn't report any issue at the most recent refill.

Manufacturer narrative:
Analysis of the pump identified damage to the reservoir septum occurred while implanted. The septum was leaking. (B)(4). If information is provided in the future, a supplemental report will be issued.